Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device would unexpectedly shut down by itself. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it shutting down by itself could not be duplicated. Ventec downloaded the device's electronic records for analysis where it was confirmed that the device had previously powered off by itself multiple times. As a precaution, ventec replaced the control board. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be conclusively determined.